Manufacturer narrative:
On february 17, 2025, the mentor failure analysis lab received the devices for evaluation. Paperwork received indicated that the devices were found intact and patient also experienced bottoming of left device in addition to right side complication, and the replacement devices used on (B)(6) 2025 were serial numbers (B)(6) on the right side, and (B)(6) on the left side. On february 20, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 405cc returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 26, 2024, mentor became aware that the date of surgery is (B)(6) 2025. D6b explantation date: (B)(6) 2025 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. D6b: explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 405 cc mentor memorygel xtra breast implant and experienced breast implant rupture on her right side postoperatively. MRI verified the rupture. As a result, the patient is scheduled for surgery on (B)(6) 2025.